Manufacturer narrative:
This report is submitted on april 5, 2023.

Event description:
Per the clinic, the patient developed a sore behind the ear and subsequently was treated with IV and oral antibiotics (specific date and duration not reported).

Manufacturer narrative:
It was reported that the patient experienced an infection at the implant site. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
Per the clinic, it was also reported that the patient experienced skin breakdown at the implant site which leads to extrusion of the receiver/stimulator (date not reported). There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains. This report is submitted on may 18, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023. This report is submitted on august 17, 2023.